Event description:
The customer called with a complaint of missing segments on their meter's display. During the troubleshooting process it was determined that several segments were missing from the units position. A request was made to have the meter returned for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the co's 24/7 customer service line should any problems or questions arise.